Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unable to verify rewind anomaly due to button keypad anomaly. The insulin pump was received with minor scratched display window, cracked case at the display window corners, broken battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was not feeling well and took the insulin pump off. Customer's blood glucose level was 201 mg/dl. The customer was unable to rewind the insulin pump or clear the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.